Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided. The cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flow cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. D6b explant date was provided.

Event description:
An impella rp flex was inserted via the right femoral vein in a 63-year-old female patient with low cardiac output syndrome following coronary artery bypass graft surgery (CABG), presenting in society for cardiovascular angiography and interventions (scai) stage e shock. The patient developed right ventricular dysfunction, which prompted placement of the impella rp flex. The patient remained post-operative with an open chest following CABG. During support, the managing physician contacted the field representative regarding a potential need to exchange the impella rp flex, citing concern for possible hemolysis or thrombus formation. These concerns were based on slightly decreased impella flows and an elevated lactate dehydrogenase (ldh) level, which developed after the care team temporarily paused systemic anticoagulation in preparation for a planned surgical washout. Options for impella rp flex replacement were discussed with the heart failure and cardiothoracic surgery teams. Given the patient¿s clinical acuity, the teams elected to defer device exchange, as the patient was anticipated to require an additional surgical washout. Assessment for hemolysis was limited, as the patient was receiving dialysis with minimal urine output. The urine that was produced was reported to be clear and yellow, and the ldh level was noted to be trending downward. The field representative responded that the surgical washout was not related to impella. The temporary pause in anticoagulation prior to the washout was identified as a potential contributing factor to the suspected hemolysis or thrombus concern. The care team planned to proceed with an additional washout, with the goal of subsequent chest closure, while continuing close monitoring of impella rp flex performance and laboratory trends.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.